Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated, and the pump is not performing as expected. The reservoir was explanted and replaced. There were no patient complications reported.